Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported during orthopedic surgery, the yankauer was used for blood salvage. After the operation they noticed the tip was chipped. There was no effect on the patient and no medical intervention required.

Manufacturer narrative:
The device history record (DHR) review could not be performed because a lot number was not available. A sample analysis could not be performed because no physical sample was available for evaluation. One (1) picture was provided. In the photo, the yankauer tip has a small opening, similar to a crack. The complaint will be reopened if the sample is returned. The reported condition could be confirmed from the picture received. The investigation was carried out with the multifunctional team. All processes and controls were found to be followed correctly, including packaging and all inspections performed on the product. No abnormal conditions were found that could trigger the reported condition. The root cause could not be determined without a physical sample to evaluate. A risk assessment was carried out to determine the observed occurrence for the reported failure mode. The observed occurrence is equal the range expected; therefore, no action plan is required at this point. This complaint will be used for tracking and trending purposes.